Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. During the procedure the physician had trouble finding the right plane and could not see where the spaceoar was going until the injection was almost complete. It appeared there was 3-5 mm of lift. The gel was reported to be, "almost discernible at the apex". Post procedure imaging was performed and showed the spaceoar moved around the prostate and settled anteriorly above the prostate, instead of the perirectal space. There were no patient complications reported as a result of this event, and the patient is expected to fully recover.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on april 14, 2022 block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6)2022. During the procedure the physician had trouble finding the right plane and could not see where the spaceoar was going until the injection was almost complete. It appeared there was 3-5 mm of lift. The gel was reported to be, "almost discernible at the apex". Post procedure imaging was performed and showed the spaceoar moved around the prostate and settled anteriorly above the prostate, instead of the perirectal space. There were no patient complications reported as a result of this event, and the patient is expected to fully recover. ***additional information received on april 14, 2022*** fiducial markers were administered transperineally before spaceoar placement. The procedure was performed under local anesthesia. It was noted, the patient's perirectal fat area was tight and the physician was in the rectal wall on his first 3 attempts to place the hydrogel. 7ccs of hydrogel were estimated to be injected above the prostate. The patient was reported to be doing well. The patient is currently receiving external beam radiation therapy.